Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2017, a 29mm tailor flexible annuloplasty ring was implanted in the aortic valve position during a bicuspid aortic valve repair and ascending aorta replacement procedure in a (B)(6) year-old woman. During the procedure, the device was placed beneath the coronary ostia. The patient's left anterior descending coronary artery was injured, with the result of a massive left ventricular ischemic injury(post-operative ejection fraction of 10-15%), the need for prolonged vasopressor, ventricular assist device and cardiorespiratory support(tracheostomy), a litany of related multisystem injuries including forefoot amputations and renal failure, and the implantation of a left ventricular assist device(lvad) as a bridge to an eventual heart transplantation performed on (B)(6) 2017 at the hospital (B)(6).

Manufacturer narrative:
An event of injury to the left anterior descending coronary artery and left ventricular ischemic injury was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.